Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump became really warm after swimming. The patient reported swimming with the pump in the ocean and in a pool and noticed that the battery life was going down quicker than usual. The patient reported going to change the battery with a low battery alarm and the battery was warm. The patient confirmed that there was no bodily harm done; the patient reported black liquid coming out of the pump when the battery was removed and it "looked like the battery had exploded." The patient stated that the battery cap was tight with no yellow o-ring visible. The patient reported changing the battery and continuing pump use; when the battery was replaced the patient reported the battery cap did not seem to tighten to the pump and noticed a crack in the battery compartment. This report is made based on the allegation that the pump got warm during use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump and meter remote were returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery cap was not returned with the pump for investigation. The battery that was returned with the pump is corroded. The pump does not power on, and the pump data could not be downloaded. Visual inspection revealed a battery compartment crack and corrosion inside the battery compartment. A leak test revealed a battery compartment leak. A test battery cap was used to complete testing; the test cap tightens securely with no yellow o-ring visible. The test battery did not get warm to the touch. The pump was opened and there was evidence of internal moisture damage. Investigation could not be completed due to the moisture damage and the pump's inability to power on.